Event description:
A customer reported receiving a reading of 501 mg/dl that was higher than she felt and self-dosing with insulin off of that reading, which resulted in loss of consciousness. She reportedly self-treated with sugar and orange juice to bring her blood sugar back up. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.